Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis component migration and endoleak.

Event description:
On (B)(6) 2016, the patient underwent emergent endovascular repair of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On an unknown date, a follow-up examination reportedly revealed the contralateral leg component ((B)(4)) on the left side had migrated proximally (distance unknown). Computed tomographic angiography reportedly showed what was thought to be a distal type I endoleak. On (B)(6) 2018, the patient underwent a re-intervention procedure whereby an additional excluder® contralateral leg component was placed on the left side for distal extension of the initially placed contralateral leg component. The endoleak was resolved and the patient tolerated the procedure. According to the report, there was no suitably sized contralateral leg component available for the patient at the time of the initial implant due to the emergent nature of the procedure.